Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that during pre-surgery set-up it was observed that the motor device was heating up and the hose of the device was punctured. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was heating up was not confirmed as the device passed temperature assessment. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the hose of the motor device was damaged by the midsection. It was further determined that the device failed pretest for hose verification. Therefore, the reported condition that there was a puncture in the hose was confirmed. The assignable root cause of this condition was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date of manufacture (dom) was documented as unknown in the initial medwatch report. The dom has been corrected to july 24, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.